Manufacturer narrative:
Citation: m. Abdel-wahab et al. "1-year outcomes after transcatheter aortic valve replacement with balloon-expandable versus self-expandable valves results from the choice randomized clinical trial" j am coll cardiol 2015;66:791¿800. Http://dx.doi.org/10.1016/j.jacc.2015.06.026 earliest date of publish used for event date . No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. (B)(4).

Event description:
Medtronic received information via literature regarding 1-year outcomes after transcatheter aortic valve replacement with balloon-expandable versus self-expandable valves. All data were collected from multiple centers. The study population included 241 patients, predominately female, mean age 82 years), of which 120 were implanted with a medtronic corevalve (serial numbers not provided). Overall during the study, fifteen deaths (eleven were cardiovascular) were reported in the self-expandable valve group, however based on the available information, none of the deaths were attributed to a medtronic product. Among all patients adverse events included: stroke, mi, heart failure, bleeding, endocarditis, valve dysfunction, atrial fibrillation, pacemaker implant, based on the available information, these events may have been attributed to medtronic product.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.